Event description:
Based on the report, one lumen was leaking but the catheter was not removed nor repaired and the pt sent home. At home while pt's parent was flushing the catheter a popping sound was heard. When the pt was next at the hosp the catheter was noted to be missing. It was located in the subclavian vein. The catheter was removed and the pt is fine.